Event description:
Same case as MDR #: 2134265-2012-03557, and 2134265-2012-03556. It was reported that during a stenting treatment procedure the stent became explanted. The lesion being treated was located in the non-tortuous, non-calcified right coronary artery. Using a mach 2 guide catheter and a pt2 guide wire, the physician implanted a 4.00x24mm promus element plus at 11atms in the target lesion. Then, the physician advanced a 5x5x20 non-bsc balloon catheter, however it was unable to cross the lesion. The non-bsc balloon catheter was removed from the patient. The physician advanced a mailman guide wire and quantum maverick balloon catheter, which was inflated twice at 20atms. Then the physician readvanced the 5x5x20 non-bsc balloon catheter but was again unable to cross the lesion. A non-bsc guide wire was advanced to the lesion and the non-bsc balloon catheter was advanced for a third time and was again unsuccessful at crossing the lesion. As the 5x5x20 non-bsc balloon catheter was being removed from the patient the pt2 guide wire, mailman guide wire, and non-bsc guide wire became entangled and wrapped around the stent, explanting it. All devices were removed as a unit and the procedure was completed by implanting another stent. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR #: 2134265-2012-03557, and 2134265-2012-03556. It was reported that during a stenting treatment procedure the stent became explanted. The lesion being treated was located in the non-tortuous, non-calcified right coronary artery. Using a mach 2 guide catheter and a pt2 guide wire, the physician implanted a 4.00x24mm promus element plus at 11 atms in the target lesion. Then, the physician advanced a 5x5x20 non-bsc balloon catheter, however it was unable to cross the lesion. The non-bsc balloon catheter was removed from the patient. The physician advanced a mailman guide wire and quantum maverick balloon catheter, which was inflated twice at 20 atms. Then the physician readvanced the 5x5x20 non-bsc balloon catheter but was again unable to cross the lesion. A non-bsc guide wire was advanced to the lesion and the non-bsc balloon catheter was advanced for a third time and was again unsuccessful at crossing the lesion. As the 5x5x20 non-bsc balloon catheter was being removed from the patient the pt2 guide wire, mailman guide wire, and non-bsc guide wire became entangled and wrapped around the stent, explanting it. All devices were removed as a unit and the procedure was completed by implanting another stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent was returned stuck on the guidewire and was severely stretched and misaligned. When the guidewire was inserted through a proximal strut of the promus element plus stent, upon withdrawal the guidewire caught the stent damaging the coating on the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by another device. (B)(4).

Manufacturer narrative:
(B)(4)